Event description:
Removal of endosseous dental implant. Implants were placed on (B)(6) 2011 in type 11. Primary stability was achieved. Osseointegration was not achieved. The clinician reports, the implants did not osseointegrate. The implants were removed on (B)(6) 2011. Medical history: no significant findings.